Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp continu-flo solution sets were broken. It was further reported the devices "found inside the packaging with a severed line." This issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: replace 4114 with 10 and 3221 with 170, and 4315 with 23. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the white port of the check valve was cracked (broken off of the check valve). The reported condition was verified. The cause of the condition was related to the raw material during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.